Event description:
It was reported that the pump touch screen was timing off too soon. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.